Manufacturer narrative:
Other relevant device is: catalogue # ettf3232c70ej, serial # (b)4), use by date: 2018-05-17, (B)(6) continued from h6: fdc 24-off label use (use in thoracic aorta) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was inserted in the patient for the endovascular treatment of 58.7mm + diameter pre-operatively ruptured thoracic aortic aneurysm. Endurant cuffs were implanted. The access vessels were severely calcified. It was reported that the patient was transferred from another facility to receive emergency care for a pre-operatively ruptured thoracic aneurysm. The first rupture improved since the blood flow did not progress due to the hematoma. The patient¿s hemoglobin level was as low as 5 g/dl at the beginning of the procedure and tevar was performed. After occlusion with a balloon, the physician tried to deliver the valiant further, but due to severe calcification in the access route, it could not advance at all. The physician attempted to deliver the device through the left femoral artery but it could not advance at all there as well. The decision was made to use endurant cuffs through the left femoral artery. The endurant aortic cuff (32x32x70) was pushed up by force slowly. After the first endurant aortic cuff was delivered to the distal seal zone, a second endurant aortic cuff (36x36x70) was delivered proximally. The third endurant aortic cuff (36x36x49) the physician had trouble advancing due to the aortic condition. A snare was inserted through the right femoral artery and caught the tip of the delivery system to change direction and the delivery system was advanced successfully. Another manufacturer's 36 mm stent graft was then additionally implanted proximally. Although the delivery system was visible through the adventitia of the access vessel (damage of the intima), the access vessel had no rupture. The procedure was completed; however, later in the ICU, the patient¿s blood pressure dropped, and no improvement was seen in the hemodynamics. The patient was moved emergently to the operating room, a cut down was performed and a balloon was advanced to perform an angiogram since a secondary rupture was suspected. Contrast media would not flow and the stent graft was not occluded so no bleeding was able to be confirmed. The physician determined that no further treatment could be performed. The patient was brought back to the intensive care unit, had poor cardiac output, and eventually expired. The physician commented that they had recognized in advance there is a possibility that the valiant might not be able to go through the severe calcification. An 18-fr sheath from another manufacturer could not advance at all. Hence, no device anomalies are reported. Additionally, the patient¿s condition was already too severe when the patient was brought to the hospital. As seen by the CT images, there was thrombus attached to the aorta. Based on the low hemoglobin level, the physician could say it was difficult to save the patient¿s life. Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported. Per the physician, the cause of death was unknown but may have been due abnormal amounts of thrombin in the aorta or possibly the coronary artery/vein that decreased blood flow. The cause of death may also have occurred to a sudden secondary aortic rupture. An autopsy and autopsy imaging was not performed.

Manufacturer narrative:
Film evaluation summary: the cause of the events could not be determined from the limited films provided. Images during implant when the events occurred were not available for review. Several pre-implant CT slice images and a 3d reconstruction image were reviewed. No scale was visible on the images; therefore, no measurements could be obtained. The entire thoracic and abdominal aorta, from the great vessels to the iliac arteries, were seen extensively calcified. In addition, significant irregular thrombus was observed on each of the returned cross-section images of the aorta. The iliac arteries were tortuous, and severe calcification was observed along the common external iliac arteries and access vessels; bilaterally. It appears likely that patient anatomy due to widespread calcification and intraluminal thrombus contributed to the events. Patient anatomy and pre-existing condition (pre-implant rupture) also likely contributed to the patient¿s death. If information is provided in the future, a supplemental report will be issued.